Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with bipella (impella cp and impella 5.5) for mechanical circulatory support (mcs). The patient experienced complications and subsequently expired. The patient was admitted with 4 out of 10 back pain waxing and waning in severity. An electrocardiogram demonstrated inferior st segment elevation myocardial infarction with hypotension and cardiogenic shock. The patient was emergently transported to the catheterization lab and animpella cp was placed for mcs. Approximately two days later, an attempt was made to escalate support to an impella 5.5; however, insertion was aborted due to an axillary artery dissection. The patient was subsequently placed on veno-arterial extracorporeal membrane oxygenation (va ECMO), and the impella cp remained. During support, it was reported that the impella cp console (automated impella controller-aic) displayed a suction alarm and placement signal low alarm. However, there was no audible alarm sound. The nurse was advised to switch to an alternate aic, which resolved the issue. The following day, the patient returned to the operating room for venous drainage, and continuous renal replacement (crrt) therapy was initiated due to renal insufficiency. Additional note indicated sputum positive for candida. Two days later, the patient underwent surgical repair of the right axillary artery and successful insertion of an impella 5.5. ECMO, impella cp, and impella 5.5 were concurrently supporting the patient. Approximately six days later, ECMO was converted from va to veno-venous (vv) configuration. Both impella devices remained in place. The patient continued support and subsequently expired after a total of approximately 15 days of impella mcs. Care was withdrawn.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Medical safety review. Medical safety reviewed the event and noted the following: on (B)(6) 2025, an impella cp was placed in a patient presenting with cardiogenic shock for left ventricular (lv) unloading. On (B)(6) 2025, an attempt was made to escalate support to an impella 5.5; however, insertion was aborted due to an axillary artery dissection. The patient was subsequently placed on va ECMO, and the impella cp remained in place for lv unloading. During support, the bedside rn reported that the impella cp console displayed a suction alarm and placement signal low alarm, but there was no audible alarm sound. The rn was advised to switch to an alternate aic, which resolved the issue. On (B)(6) 2025, the patient returned to the operating room for venous drainage, and crrt was initiated due to renal insufficiency. On (B)(6) 2025, the patient underwent surgical repair of the right axillary artery and successful insertion of an impella 5.5. The physician elected to maintain ECMO, impella cp, and impella 5.5 concurrently for enhanced lv unloading. Approximately six days later, ECMO was converted from va to vv configuration, while both impella devices remained in place. The patient continued on support until (B)(6) 2025, when care was withdrawn. Device involvement and assessment: impella aic: device malfunction occurred due to lack of audible alarms on the initial aic, despite visual alarm display. This is considered a reportable device malfunction, though it is unlikely to have contributed to the patient¿s death. Impella cp: renal insufficiency noted during support is likely related to patient acuity rather than device performance. First impella 5.5: initial insertion attempt resulted in axillary artery dissection requiring surgical repair. This constitutes reportable patient harm. Death: patient was supported by impella cp and impella 5.5 at the time of death. The death will be conservatively reported for both devices, though it is most likely attributable to the patient¿s critical condition rather than device malfunction. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp (bipella) device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella 5.5 (bipella) and automated impella controller. Note: the medical device report for the first impella 5.5 is pending follow up and will be subsequently submitted.

Manufacturer narrative:
Investigation summary: no product was returned. Data logs were returned for analysis. Optical sensor issue: clinical details mention that there were frequent intermittent placement signal low and suction alarms at p4 during the case. Placement signal low alarms were confirmed by data log analysis. It was also seen that the placement signal was trending up around noon on (B)(6) 2025, which coincided with suction alarms, and placement signal not reliable alarms. Snr was low towards the beginning of the case but stabilized after the placement signal low alarms resolved. Other 5s parameters showed no abnormal trends. It was also noted from the clinical details that the patient was on va ECMO and crrt during support. The root cause of the placement signal alarms was not determined due to inconclusive evidence from the clinical details and data log analysis, and unreturned product for further evaluation. Low or blocked pump flow: clinical details mention suction alarms occurring throughout the case. Suction alarms were confirmed to be intermittent throughout the case, with low pump flows occurring during the alarms. No purge pressure spikes were seen outside of purge bag changes. No motor current spikes were seen outside of p-level changes. Impella position in aorta and impella position unknown alarms were also seen during suction alarms. Suction alarms coincided with placement signal low alarms, with trending placement signal observed. It was noted from the clinical details that the patient decompensated from respiratory status overnight on (B)(6) 2025, and had significantly diseased vasculature which prevented 5.5 escalation, in addition to being on va ECMO and crrt support. The root cause of the suction alarms was not determined due to inconclusive evidence from the clinical details and data log analysis, and unreturned product for further evaluation. Renal failure: clinical details mention that the patient was on ECMO and crrt support during impella support, and crrt was net negative towards the end of the case. The root cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1958540. Device history batch: subcomponent lot: n/a. Device history review: pump#: (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
Additional information was received and h6 codes updated.

Event description:
Additional information was received stating that the patient had low or blocked flow with frequent intermittent suction alarms.